Manufacturer narrative:
Block e1: the initial reporter's facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable investigation results of stent partially deployed. Block h10: an ultraflex tracheobronchial covered distal stent and delivery system were received for analysis. The stent was received partially deployed. Visual inspection found the shaft kinked. The outer diameter (od) of the device was measured into two sections (medium and proximal) and found to be within specifications. During functional inspection, it was not possible to deploy the stent by pulling the finger ring since the shaft was bowed due to the kink present on it. However, the stent was deployed by pulling the black deployment suture distal to the delivery handle. No other problems with the stent and delivery system were noted. Product analysis confirmed the reported event of stent failure to deploy because it was not possible to deploy the stent using the delivery system as received. Additionally, the reported event of shaft kinked was also confirmed; however, the reported event of delivery system difficult to cross lesion could not be confirmed because this occurred during the procedure and is not possible to replicate in the laboratory of analysis. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) contributed to the problems noted on the device, which in turn resulted in the stent being partially deployed. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used in the left main airway to treat a 6mm in diameter and 28mm in length malignant stenosis during a stent placement procedure via fiberoptic bronchoscopy procedure. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was advanced into the stenosis but it became completely stuck. Subsequently, after several attempts to pull the deployment suture, the shaft was kinked and the deployment suture could no longer be pulled which resulted in the stent being unable to deploy. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent was partially deployed. Please see block h10 for full investigation details.